Event description:
The customer reported that the speaker was not working. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the speaker was not working. No pt harm was reported. Philips is reporting this incident as there is not enough data to verify that there was no sound being emitted from the monitor. In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise pt safety. Do not rely exclusively on the audible alarm system for pt monitoring. The most reliable method of pt monitoring requires correct operation of the monitor and close observation of the pt. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.